Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Service of model cam02 serial number (B)(4) (mfg report number: 3006697299-2015-00118) sent in to integra for the reason "not zeroing out". Incoming inspection by integra revealed failed incoming test due to the customer's faulty camino cable (camcabl).

Manufacturer narrative:
Integra has completed their internal investigation on 11/24/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the reported failure ¿defective cable; cam02 monitor not zeroing out¿ was verified. DHR review was completed for camcabl cable serial number (B)(4), work order (B)(4), to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: aug-2014. No non-conformance reports were raised during the manufacturing process for this cable. The DHR review has been deemed satisfactory. A minimum of 12 month review of camcabl monitor customer complaints was completed in trackwise® using the following key words ¿cable to monitor connection failure¿ and a root cause ¿connection failure¿ in search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. A total of 17 complaints were reviewed of which complaint incident is the 1st complaint that contained the search criteria. No trend has been identified. Conclusion: the failure analysis investigation has concluded the cause of the cable not working was due to cable reading high icp values; concluded as a connection failure.